Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred during a procedure in the distal right coronary artery (rca). The 2.8 x 19 mm graftmaster was advanced, but could not cross to treat the perforation due to the patient anatomy. A non-abbott 2.0 x 30 mm balloon was used with long inflations to seal the perforation. Reportedly, the patient was stabilized and had a good outcome. No additional information was provided.